Event description:
It was reported that a vessel dissection occurred and the patient died. The patient presented with severe cardiomyopathy and coronary artery disease since last year. The target lesion was located within the proximal circumflex artery (cx). Vascular access was obtained via the right radial artery using a 6f sheath. A 3.5mm non bsc guide crossed the lesion. A 1.5 and 2.0mm non-bsc balloon catheter were used for pre-dilation. Difficulty with delivery was encountered. Additional pre-dilation was performed using an 8x2.5mm emerge balloon. It was unable to deliver. Subsequently, the guidezilla ii was tracked with the balloon at the tip circumflex and dilated the distal left main causing ostial trauma. A dissection without effusion was then observed at the bifurcation of left main and cx. The physician stated that the guidezilla ii caused the dissection. The patient started to deteriorate. A vascular access was obtained via right femoral artery, to perform intra-aortic balloon pump (iabp). Impalpable vessel but access obtained with finder needle. Non-bsc guidewire navigated the diseased iliacs. Exchanged guidewire to 7f, but the iabp didn't track. Switched to 8f and the balloon was deployed. Endotracheal intubation was done by 2.1 and 1.1 augmentation. However, intermittent loss of output was observed and requiring cardiopulmonary resuscitation. Shock was delivered once for ventricular fibrillation and ventricular tachycardias. The left anterior descending artery was wired and a 2.75 x 12mm non bsc stent was attempted to be implanted. However, it was unsuccessful. Slow flow to the left anterior descending artery was improved after thrombectomy. Cx occluded prolonged cardio pulmonary resuscitation was performed with no output despite electrical activity. The medical team determined that situation was not salvageable, patient deceased on table. The cause of death was listed as natural causes, severe coronary artery disease with co morbidities.